Event description:
A customer had reported 'no call' internal control error on the verigene bc-gn assay. The 'no call' error had occurred during quality control (qc) testing. There was no patient involvement, no adverse event had occurred. There was a device malfunction, once additional information becomes available the information will be provided.